Manufacturer narrative:
Corrected data: upon review it was discovered that in follow-up report #2 section h6 conclusion code was inadvertently not provided. Conclusion code 67 is being provided in this supplement. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 8, 2021 section d9: returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: in review, it was noted that the patient was white/italian and the eye affected was the left eye which this information was inadvertently not entered in the initial emdr report. Therefore, the information is captured in this supplemental report and the following field was updated accordingly: section a5: ethnicity/race: not hispanic/latino/white additional information: additional information provided by the doctor indicated that the lens was explanted and a replacement lens, model dui300 +22.0 diopter was placed in the capsular bag. That the incision was enlarged and a suture was placed at the main. There was no patient injury reported and the patient outcome at the time discharge was indicated to be excellent. The doctor also reported that the he had initially provided the incorrect lens model number (zxr00) as the suspect device and confirmed that the correct lens model that was originally implanted was of model zxt375 with serial number (B)(6). Since the incorrect lens was reported in the initial emdr report; therefore, the information has been updated in this supplemental MDR report and the following fields have been updated according to the new information received from the doctor. The following fields were updated accordingly: section a2: date of birth: (B)(6) 1945 section a4: patient weight: 180 lbs. Section d1: brand name: tecnis iol section d2: common device name: extended depth of focus intraocular lens section d2: device product code: poe section d3: manufacturer name and address: amo manufacturing netherlands, van swietenlaan 5, groningen, groningen, 9728 nx, netherlands section d4: model number: zxt375 section d4: catalog number: zxt375u225 section d4: serial number: (B)(6). Section d4: expiration date: dec 3, 2023 section d4: UDI number: (B)(4). Section d6a: implant date: (B)(6) 2020 section d6b: explant date: 4/7/2021 section g1-2: manufacturer contact office and address: amo manufacturing netherlands, van swietenlaan 5, groningen, groningen, 9728 nx, netherlands section h4: device manufacture date: dec 3, 2018 section h6: health effect - impact code: 4629 section h6: health effect - impact code: 4625 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2020. Serial number: information unknown/not provided. Unique identifier (UDI) number: a complete UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted as of to date. The intraocular lens (iol) is not returning for evaluation since as of to date, the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that they use an intraocular lens (iol) master 700, tomey topo, and just recently upgraded to galilei g4, but that upgrade was after this patient¿s surgery. That the patient's all astigmatism calculations looked to be in agreement and the doctor's surgically induced astigmatism (sia) is minimal and generally < 0.25 d. The doctor's incision was made on axis for this patient case. The doctor stated that the patient's issue is more unique him, as the patient is unable to correct to better than 20/50 with a minimal manifest prescription. The patient's lens is aligned correctly and has not rotated from her intraop photo that was taken. The patient's optical coherence tomography (oct) macula, retinal nerve fiber layer (rnfl), and 30-2 humphrey visual field (hvf)/hvf30-2 were all within normal limits. The patient was evaluated by a retina doctor as well who saw no other ocular conditions that could be limiting her best correct visual acuity (bcva). The patient's pre-op vision was reported to be 20/30. It was confirmed that there is a loss of 2 or more lines of best corrected visual acuity in the patient and that the issue significantly interfere with patient performing their daily activities. It was indicated that the patient¿s issues/symptoms were noticed immediately. The doctor took the following actions for this patient: post op drops, dry eye management, retina consultation, visual field (vf) testing, oct macula, rnfl, and repeat biometry/tomography. The doctor reported that the lens exchange is planned for (B)(6) 2021 and is hoping that the exchange improves the patient's acuity. No further information was provided.